Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient couldn't feel stimulation when they were walking and sitting but felt it when they were laying down. The patient had a couple of falls and noted that it felt like their ins moved which was causing them a lot of pain. Their healthcare provider (hcp) gave them a shot for their pain but now the pain was coming back. When the patient changed groups their pain didn't change. The patient felt stimulation only on their right side and needed it on the left. The patient switched back to group a, increased slightly, and felt more stimulation. The patient also noted that their programmer was telling them their battery was low but when they went to charge it showed as being full. When they pulled up the battery info on the programmer it showed that both batteries were full. It was reviewed that the patient might have been seeing a different screen but it wasn't coming up anymore. No further complications reported.